Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that one day post ortho surgery, the right atrial (ra) lead implanted with this pacemaker displayed noise and low out of range pacing impedance measurement. The noise was able to be reproduced through isometrics and was oversensed which led to inhibition of atrial pacing. Light headedness was reported by this patient. Additional information received from the field representative indicated that the cause of the low out of range pacing impedance measurement was not determined. The ra lead was surgically abandoned and the device was explanted and replaced. No additional adverse patient effects were reported.